Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 424 mg/dl. During troubleshooting, customer disconnected at quick released and performed another 5.0 unit fixed prime and insulin did not exit and cannula was not bent. Customer was advised to replace set as set may have been occluded.